Event description:
The customer called to report high blood glucose were treated with a manual injection. A day later the customer called back and stated that their blood glucoses still are high. The customer informed that they had scar tissue but has been not examined yet. Also the customer indicated that they had one bent cannula and in the past they had leaks at the connections of the infusion set and the reservoir. At the time of call it was reported blood at the site. Troubleshooting was performed. The lead screw test passed. The high-pressure test did not pass. Instructed the customer to disconnect from the pump and revert to back up of manual injections.